Event description:
During the conduct of a laparoscopic distal pancreatectomy with splenectomy, it was noted that the staple closure of the specimen opened and was bleeding. The surgeon used a medtronic/covidien endo­ gia stapler and adaptor. The splenic vein was identified posteriorly. It was completely circumferentially mobilized over a length of about 2cm. It was then divided using a linear endo-gia stapler. The rest of the pancreas thereafter was divided and the specimen was completely separated from the patient. At that time, separation of the staple line on the specimen site was noted which was controlled with clips. The stay site was completely intact, yet it was reinforced with clips on the artery as well as on the vein and the splenic artery and vein due to concerns of staple misfire were additionally oversewn with 4-0 prolene sutures. The specimen was placed in a specimen bag and then exteriorized through the midepigastric incision by extending the incision over a length of about 6 cm. The fascia was closed. The pneumoperitoneum was reinsufflated. The left upper quadrant was carefully inspected. Hemostasis was reassured. The area was irrigated and again carefully inspected. The pancreatic stump was oversewn using 2-0 vicryl sutures in a running fashion with 2 separate sutures. Hemostasis was again reassured. The splenic artery and splenic vein stump were carefully inspected and were completely intact.